Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to impedance fluctuations between 200 and 500 ohms and intermittent capture threshold measurements. There were no adverse patient effects reported. If additional information becomes available, this event will be updated. The hospital has retained the lead. On (B)(6) 201313, this lead was returned with oos documentation that indicates there was insulation failure.